Event description:
It was reported the patient had two back surgeries after having their implantable neurostimulator (ins) in (B)(6) 2012 and the back surgery was causing some issues. The patient stated there were no issues with the implantable neurostimulator (ins) during the surgery. It was noted the patient noticed they couldn¿t control anything. Reportedly, the patient¿s symptoms had returned in (B)(6) 2012, after their second back surgery. It was stated the patient felt the leaking was not related to the ins and they mentioned not being able to go anywhere even with a pad. It was stated the patient had their device replaced in (B)(6) 2012. It was stated the device was working well with no issues since the replacement.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot# v153775, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. (B)(4).